Event description:
Reporter stated that her grandmother was burned by patch after wearing for 1 to 1 1/2 hours. She complained of pain before patch removal. The next day caregiver took consumer to see her doctor. She was given a prescription cream for the burns. Reporter (caregiver) states she used product as labeled.